Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon (the light on the front panel was turned off) was duplicated due to failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, after the turning the power on an alarm was generated and the light on the front panel was turned off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The subject device was not returned to omsc, the exact cause of the failure of the circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because about 7 years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.